Manufacturer narrative:
A gps instrument support specialist reviewed the instrument files and found no indication of an instrument issue related to this false (B)(6) syphilis result. It was determined that the cause of the false (B)(6) syphilis result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false (B)(6) syphilis result on one patient sample was generated on the immulite 2000. The result was not reported to the physician. The same patient sample was re-tested (repeat) on the same instrument and a syphilis result was generated that was (B)(6). This result was not reported. There is no known report of adverse health consequences or patient intervention due to the false (B)(6) syphilis result.